Event description:
Per the clinic, the patient experienced open wound at the implant site due to the skin over the implant site has become extremely thin, described as paper-thin. Additional information has been requested but has not been made available as of the date of this report.